Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may have been unremoved because the device was not reprocessed properly due to the following: waterproof is not possible due to the deformation of the knobs. The type of the material cannot be identified. The event can be detected/prevented by following the instructions for use: detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An evis lucera elite colonovideoscope device was returned to olympus for evaluation, it was observed that there was a foreign substance coming out due to blockage of the sub-transmission channel, which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is 14jun2024. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.